Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, and the customer successfully reset it without the malfunction recurring.